Manufacturer narrative:
The controller ac adapter ((B)(4)) was not returned for analysis despite multiple attempts to obtain it. Review of the manufacturing records indicates that this device met specification for release. Controller log files did not reveal any power loss or alarms for this time frame. Although the reported event could not be confirmed we will continue to monitor, track and trend events of this nature. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The hvad controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. Users are instructed to return any damaged components to heartware. Any observed damage would be mitigated by the exchange of this component for another one. Heartware is submitting this correction to a previously submitted MDR report as a result of remediation activities related to FDA warning letter (B)(4), dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
The report received indicated that the patient called the hospital informing them that light of cac adapter does not become green anymore and does not provide power to controller. The patient came to the hospital to have the malfunction assessed and the doctor confirmed the malfunction. There was no patient injury as a result of this event. The controller ac adapter was not returned for analysis despite multiple attempts to obtain it.